Manufacturer narrative:
H3: product analysis as found condition: the axium device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within an introducer sheath. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The three tack welds were found broken. The axium pusher was found bent at138.0cm from the proximal end. The coin was found still against the lumen stop. The shield coil was found undamaged. The detach element was still attached to the pusher but the detach element loop was found damaged. The axium implant coil was found separated from the detach element. The implant was found stretched and damaged with the polypropylene filament broken. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed, but the cause could not be determined. Possible causes of coil stretching are, lack of hydration before procedure, user does not maintain sufficient continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances the coil against resistance or incompatible catheter. Customer reported vessel tortuosity as minimal, and devices were prepared per IFU. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the coil stretching could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. The tack weld was found broken, the detach element loop was found damaged and the implant was found separated from the detach element. It is possible these damages occurred due to the same issue that caused the coil stretching. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil was stretched. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic artery with a max diameter of 5.1mm and a 3.2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that the spring coil stretched during the push-out. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.